Manufacturer narrative:
Section b5 has been corrected and should be reported as: the manufacturer received information alleging particles in tubing/chamber an issue related to a CPAP device's sound abatement foam. Patient is seeing alot of black phlegm on her mask every two days. There was no report of patient harm or injury.there was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this updated report will be filed.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.